Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. However, pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly. Pump received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 211 mg/dl and current blood glucose was 451 mg/dl. The customer was treated by high blood glucose. The customer stated that the insulin pump was power error detected. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reported that the does not allege pump was under delivering. Troubleshooting was done for high blood glucose. Customer advised that the insulin pump will need to be replaced and to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. However, pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error 25 was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the pump was monitored and functioned properly. Insulin pump received with cracked select button keypad overlay. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.